Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary drug eluting stent while the device was crossing the calcification, the struts of the stent were getting ruptured. Deformation of the stent struts in the device occurred. There were also problems noted withdrawing the device. The device was not inspected. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Additional information: there were difficulties encountered when removing the device from the patients vasculature. The shaft of the stent cracked while removing it back. No intervention was performed to remove the device. The procedure was completed with an onyx trucor drug eluting stent. Initial reporter phone number. Correction: the stent was unable to pass the lesion. Annex a code a1502. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for evaluation. The stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation the stent did not meet visual acceptance specification. Additional information: while positioning on the device at the lesion, a crack occurred on the shaft of the stent and while withdrawing the stent, its shape became deformed. The procedure was completed with an onyx trucor drug eluting stent with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fluoroscopy analysis: fluoroscopic procedural images were provided. These showed fluoroscopic images with contrast of the rca and left coronary system. The procedural wire was loaded and an ivus device was delivered though the lad and this was followed by successful delivery of a stent to the mid vessel and a second to the proximal vessel. No images were provided showing the unsuccessful delivery of a stent that was withdrawn without deployment. The fluoroscopic images do not provide a cause for the stent deformation and removal difficulties. - annex d code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.